Event description:
The customer reported to olympus that leakage in the auxiliary channel of the evis exera ii ultrasound gastrovideoscope was noted during maintenance. There was no patient involvement. The device was returned and an evaluation at the repair center revealed gap of adhesive on the distal end, between the acoustic lens and ultrasound probe. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
The following issues were found during the device evaluation: the elevator channel plug was loose. Due to a pinhole on bending section cover, water tightness was lost. The acoustic lens was damaged. The adhesive on the bending section cover was detached and had a chip. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to mishandling at the facility. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.